Event description:
It was reported to boston scientific corporation that a captivator? Cold was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to cut through the polyp with the captivator cold snare. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h10: investigation results: a captivator cold snare was received for analysis without any visible failure. Also, as a functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly. The reported event of loop failure to cut was unable to be confirmed. During product analysis, the loop could extend properly. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator? Cold was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician was unable to cut through the polyp with the captivator cold snare. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.